Manufacturer narrative:
The reported field event of atrial noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that intermittent atrial noise was observed. The patient was asymptomatic. The noise was reproduced when the patient lifted the arm. The device was explanted and replaced for normal eri. The physician was unsure if the noise was due to the device header or the lead/header connection. The patient was stable before, during, and after the procedure.